Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm). Has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was applied behavior analysis tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that universal surgical manipulator (usm) 2 kept faulting while they were docking. The customer power cycled the system and the fault came back. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 319 against universal surgical manipulator (usm) 2. The tse walked the customer through disabling the usm and moving it out of the way of the other usms. The procedure was completed using 3 usms. There were no reports of patient injury. Isi contacted the customer and obtained the following information: the customer was not present in the procedure but was said that the arm faulted. They were only using 3 arms for the case, so they switched to the "spare" arm that was not in use and continued the case with the other 3 arms. The arm was then replaced over the weekend.

Manufacturer narrative:
Annex codes c and d have been updated from failure analysis investigation.

Event description:
Refer to h11 for follow-up information.